Manufacturer narrative:
The lens was returned taped to a piece of paper with the particle. The lens case and company cartridge were also returned. The carton and pouch were not returned to evaluate for damage. The lens had viscoelastic dried on it. The lens was cut typical of an insertion and removal. The returned particle was a broken post of the lens case. The post was from the returned lens case base. Viscoelastic was observed. The cartridge tip had heavy stress and a large aneurysm on the bottom. The cartridge had evidence of placement into a handpiece. The tip damage may be a result of the lens case post being on the lens during advancement. Product history records were reviewed and documentation indicated the product met release criteria. The reported foreign material was a broken post from the lens case base. It cannot be determined how the broken post was loaded with the lens and delivered without being observed. This damage was most likely a result of the broken post being on the lens when advanced. The root cause for the lens case post breakage cannot be determined. A photo was provided of a single-piece lens in the eye. A very large plastic piece is observed on top of the lens. The piece has a molded appearance and appears to be broken off. This has the appearance of some type of tip or possibly a broken post of the lens case. If a post from a damaged lens case, it should have been readily apparent on the lens when loading. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, a large plastic foreign body was found after the lens unfolded inside the eye. This required opening the incisions and removing the foreign body, and an iol exchange was performed. Additional information was requested and received stating lens was inserted and at time of insertion a foreign body/object was introduced into the eye through the cartridge. Foreign body appears to be a post from the wagon wheel. Wagon wheel was also included and appears to be missing a post. The scheduled procedure was completed on same day and there was no patient harm.